Event description:
It was reported that the balloon would not hold volume and needed to be switched out with another ep.

Manufacturer narrative:
Serious injury due to device being switched out during use. Evaluation results: (B)(6) 2010- colored water was introduced through the balloon lumen and there is delamination of the distal balloon bond. Water was introduced through all of the device lumens and with exception of the balloon lumen the water flows from where it should. The entire device was visually inspected and there is a subtle kink between the second and third distal markers however, this kink does not affect the way the device functions. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging. A review of post-sterile test data demonstrates that it requires an inflation volume of 34ml. Minimum to cause balloon joint to delaminate. A device history record review was completed for lot 763129 and this the device met all specifications upon distribution. Root cause of the event could not be determined. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.